Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 02 2007. Evaluation summary: failure code 814:01 was confirmed. The device was evaluated at the customer's site on 01/08/2007. Inspection of the device found that this failure code was caused by depleted batteries, therefore the pump's batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for this failure code. This failure code is being investigated under CAPA. The issue of depleted batteries is being inveatigated under CAPA.

Event description:
During product evaluation, failure code 814:01 was found in the pump's event history. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.